Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to clinic for routine follow-up, multiple mode switch episodes and noise reversion was noted. Electrocardiogram for these episodes reveled oversensing of noise and irregular frequency and amplitude signals on atrial and ventricular lead. Noise was reproducible on atrial lead with left arm movement. Ventricular lead fracture has been suspected. Patient was stable and continued to be monitored.